Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported steerable guide catheter (sgc) leak was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report air entered the steerable guide catheter (sgc) hemostasis valve. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the septum was dilated, as the dilator was being removed, after some minutes air was observed in the steerable guide catheter (sgc) hemostasis valve. The sgc was positioned below heart level and additional aspiration was performed. No air entered the patient. The sgc was removed and once outside the anatomy, the sgc was tested and bubbles were noted coming from the tip of the sgc up to the hemostasis valve. A new sgc was used for the procedure. A total of two clips were implanted reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.